Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had highly advanced metastatic hepatocellular carcinoma (hcc) with extensive tumor replacement of the liver causing severe compression of the entire intrahepatic ivc extending near the inferior cavoatrial junction. The patient had only a few weeks or less to live and the procedure was planned purely for palliative purposes. Access was obtained via the right common femoral vein to right internal jugular vein with "through and through access" in case of migration. The ivc was highly narrowed and the length of narrowing was longer than 8 cm. Balloon angioplasty was not performed. The physician believed a more narrow channel would hold the stent better. Via the right groin access, a 20 mm x 80 mm wallstent was deployed in the ivc with minimal protrusion of the leading edge into the right atrium, with the physician expecting that the stent would shorten some after angioplasty of the stent. The stent at first looked to be in good position but after the physician turned around to get a balloon, the stent had partially migrated into the right atrium. The physician tried various maneuvers to try to reposition it into the ivc. The physician believed that it was ok to leave the stent in its migrated position, partially due to that the patient had experienced no ectopic heart beats related to the stent being partially in the right atrium. To keep the stent tacked down and to open the rest of the ivc inferiorly, the physician placed a 25 mm x 120 mm wallflex colonic stent across the wallstent and down further in the ivc. The wallflex did sit "well" but was note to have gotten pulled back a little during removal of the delivery catheter. It is believed that the "olive at the distal tip" caught on the stent.

Event description:
It was reported that stent migration occurred.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).